Event description:
It was reported the pt had no stimulation. The ipg was unable to communicate with the programmer. During a lead replacement procedure, the lead and port plug pulled out of the header of the ipg without the use of the torque wrench. The physician suspected possible fluid intrusion in the header and explanted the device. The ipg was replaced by a new device. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.